Event description:
Device 1 or 2 (see mfg # 1627487-2010-02490). On (B)(6)2010, the pt was implanted with an scs system. The pt experienced ineffective stimulation during the programming of the device during implantation. It was decided to remove the leads. When the nurse removed the leads, the pt bled profusely and the blood was pumping, like there was an arterial bleed. The doctor held pressure over the area for approx 10-20 minutes and the bleeding stopped. After laying flat for approx an hour, the pt was fine, walked on his own, and left for home. A physician was consulted and they stated that it sounded like the pt had a "skin pumper," which would not be noticed during the scs implantation procedure, because the local anesthetic would have tamponaded the artery with local pressure.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.